Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
Reference number (B)(4). Event occurred in france. On (B)(6) 2024, it was reported by the patient that infusions set fell off within seven days of use. No further information was available.